Event description:
The customer questioned one donor sample generated repeated false (B)(6) results for the prism hiv assay . The sample was (B)(6) on two prism analyzers and (B)(6) when tested using other methods and following the assay package insert instructions. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Because the customer did not know what reagent lot was in use at the time the suspect reactive result was generated, shipment information was reviewed. Three reagent lots (06417m501, 05117m501 and 03469m501) were identified as having been shipped to the customer. Therefore, an evaluation was perfomed on these three lots. The ticket trending review did not identify any adverse trends or atypical activity and the ticket search determined that there is no unusual activity for the likely cause lot numbers 06417m501, 05117m501 and 03469m501. In addition, field data was reviewed to evaluate clinical specificity. The results of the field data review demonstrated that the likely cause lot numbers 06417m501, 05117m501 and 03469m501 are performing as intended for clinical specificity as measured by reactive rates. The prism hiv o plus package insert addresses the complaint issue in the limitations of the procedure section. Based on the results of this investigation, the abbott prism hiv o plus reagents are performing as intended and no additional product issues were identified.